Event description:
The user facility reported that during a patient procedure, the 3085 sp table was in reverse orientation; the leg section was up and the chest section inadvertently began to rise without being commanded to do so. Hospital staff utilized the hand control to command the table to level and removed the patient. A delay was reported. There were no injuries to the patient or hospital staff reported.

Manufacturer narrative:
Investigation of this event is in-process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the table and could not duplicate the reported event; the technician found the table was operating properly. As a precaution the technician replaced the control board assembly and confirmed the table was operational; no further issues have been reported. The table is not under steris service contract and is currently maintained and serviced by a third party.